Event description:
The account alleged that the bed had no nurse call from either side rail. No pt impact.

Manufacturer narrative:
The account replaced both user control module cables and user control module boards to resolve the issue.